Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on preprocedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture is likely related to patient factors (calcification). The cause of the coronary occlusion requiring a tent placement was related to the annular rupture repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after deployment of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, an annular perforation/rupture in the region of the left coronary cusp was observed. The valve was deployed at nominal volume in a good position and height. The patient's pressure dropped and CPR was commenced. A pericardiocentesis drain was placed with success and blood was drained from the pericardial space. A second 26mm sapien 3 ultra valve with 2cc less that nominal inflation volume was implanted in a slightly lower position with the aim to create a seal on the annulus at the place of rupture. Initially, the patients condition was improving, pressures stabilized, and blood from the drain also seemed to decreased. However, after a while, the patient became unstable again and required CPR. A sternotomy was performed with the aim to drain the accumulated blood in the pericardium, to prevent tamponade. The surgical team was able to control the bleeding somewhat with packed gauze which promoted clotting. The patient was stable during this period. Open annular repair or replacement was not an immediate option for the patient. A fibered platinum coil was placed in the space of the rupture, just below the left main, with parts of the coil extending inside the pericardial space to enhance clotting and closure of the rupture. This was achieved with good success. Proximal end of the coil had gone into left main and part of circumflex, to avoid clotting of this part and potential lm occlusion a stent was placed to secure the coil and keep the artery open. Patient remained stable and was taken to ICU to recover. Six hours post procedure, the echo showed that the valve was functioning well and no more bleeding was observed. The patient was moved from ICU to the ward. The annular native valve area measured 481mm and had moderate aortic valve calcification. As per medical opinion, the root cause of the event may have been the focal speck of calcium on the hinge point of the cusp.